Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a loose cable which caused the instrument to move after the jaws closed. Another vse instrument was opened to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not moving correctly so the customer did not continue using it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument exhibited intuitive movement with a full range of motion in all directions. The grips opened and closed properly, and the instrument cut and released energy as expected. The instrument was fully functional, and no product issue was identified. No failures were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.